Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called with questions regarding the insulin pump. Customer also had questions regarding the backlight and battery issues. Customer also stated that he was hospitalized five times due to high and low blood glucose. Customer declined to provide the details regarding the hospitalizations. Nothing further reported.